Event description:
The physician reports, that the crystalens haptics became damaged, when loading the lens in the cartridge of the staar surgical lens injector system. The damaged iol did not contact the patient.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings.